Event description:
It was reported that the device was found in backup vvi mode. A software download was performed which successfully restored the device to normal function. No adverse consequences for the patient were reported.

Manufacturer narrative:
Potential for backup operation as a result of interaction with a merlin@home rf remote monitoring transmitter.